Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305110 and lot number 0090927. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three physical samples were received for evaluation by our quality team. The samples all came with the plastic shield. A visual inspection was performed finding no defects or imperfections. Each sample was then connected to a syringe with saline solution. No leakage was observed and the solution was expelled with normal flow. Based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was damaged. The following information was provided by the initial reporter: "caller reported one needle had a splinter off the needle. The second needle only drew air and would not draw up insulin"